Manufacturer narrative:
One product was returned for evaluation. The lot history was reviewed, and no nonconformities were identified that could have contributed to the reported complaint. The complaint of particulate matter could not be confirmed, as the unit was visually inspected and no black embedded spots were found on the walls of the drip chamber or elsewhere.

Event description:
An event occurred on an unspecified date involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch, reporting that black spots and debris were found in the tubing or drip chamber upon opening the package. There was no reported patient involvement and no reported patient harm.